Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 290 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back-up plan while their insulin pump was being replaced. No additional information provided.